Event description:
It was reported that ¿found driver broken in tray. Unsure when event occurred.¿

Manufacturer narrative:
Method: complaint history review. Result: (B)(4). Conclusion - given the broken prong and the obvious bent on two other prongs, it appears quite clearly that a leverage effort was applied on the shaft may be during repositioning of the screw without using the outer sheath. As a result, several hypothesis may explain or contribute to this event: the instrument was overloaded and the prong was broken; the screw was not correctly connected to the screwdriver and the surgeon tried to tighten it involving a bending load which led to the failure; the pathway was not correctly prepared before insertion of screw requiring additional torque to load the screw, resulting in prong breakage; the prongs were worn out over time and/or weakened due to many uses, cleanings and sterilizations. Note that instrument was manufactured in 2006 and supposed to be in service since; hence, it is presumed to have ¿